Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> 164553. Device history review ==> no anomalies or deviations were found during the review. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: attorney. (B)(4).

Event description:
Ppf and medical records received. Ppf alleges abductor muscle repair, dislocation with closed reduction and elevated metal ions after 1st revision. After review of medical records, patient was revised to address failed right total hip arthroplasty instability. Revision operative notes reported that anterior half of abductors were missing and posterior half were mostly fibrotic.